Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded hydromorphone and bupivacaine via an implantable pump. It was reported that on (B)(6) 2025 the patient reported pain at the pump site. The cause was not known. No further diagnostics or interventions were performed. On (B)(6) 2025 persistent pain at the pump site was reported; no action was taken. On (B)(6) 2025 persistent pain at pump site was reported and the patient did express interest in device explant, as they felt the device was 'uncomfortable.' On (B)(6) 2025 the patient inquired if fluid was present at the site as they were experiencing persistent pain, but examination revealed no fluid at site. On (B)(6) 2026 the patient reported they felt like the pump 'shifts left and right a little'. They were instructed to wear an abdominal binder. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant was not related. The incisional siye/device tract was noted as the pump pocket. The clinical diagnosis was pain at the pump site. The event was ongoing.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump migration was not confirmed by examination.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.